Manufacturer narrative:
Findings: unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the full functional testing including the rewind, basic occlusion, occlusion, prime and excessive no delivery and displacement test or verify no blood glucose meter communication due to motor error alarms. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that there is no meter blood glucose communication. Customer's blood glucose at time of incident was unknown. Customer stated that the insulin pump exposed to MRI.